Event description:
It was reported that st elevation and air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The patient experienced st segment elevation with a slowed heart rate and air was observed in the left ventricle. The physician administered epinephrine and nitroglycerin which resolved the st segment elevation. The procedure continued and the closure device was successfully implanted in the laa of the patient. There were no other complications or consequences as a result of this event. The patient has been discharged.